Event description:
Customer reported after 7 days use on a pt at hospital, a physician confirmed air leakage form the area around the pilot balloon. Information provided suggest that extubation and reintubation of replacement was required. Customer reported no pt harm. Pre-test was done. Covidien is attempting to gather further details surrounding circumstance for this report.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.